Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 56-year-old male patient presenting for cardiomyopathy. Upon a planned explant of the impella pump, it was noted that there was a clot on the tip of the pigtail. No visual clots in the patient were initially noted, however, upon full explant, the patient's cerebral oximetry dropped. As a result, the patient's aorta was opened and an organized clot was discovered prompting surgical removal. The patient¿s condition improved following the intervention.